Manufacturer narrative:
Return of the suspect power cord is anticipated. Evaluation of the power cord will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported their epiq 7g ultrasound system¿s power cord caused a flame at the customer facility wall outlet. The system was immediately unplugged from the wall outlet to extinguish the flame. The customer found the power cord had a missing prong after being unplugged. A philips service engineer replaced the damaged system power cord to repair the system. There was no injury or property damage associated with this event.

Manufacturer narrative:
An investigation was performed by product engineering to assess the reported issue. The suspect power cord was sent to the manufacturing vendor for inspection and evaluation. Inspection of the power cord noted the live prong was missing and the cable jacket was damaged in several areas causing wires to be exposed. This physical damage to the power cord resulted in exposed wires intermittently contacting each other causing an electrical short. The damaged power cord was replaced and the system is in use at the customer site with no additional issues reported post repair.

Event description:
A customer reported their epiq 7g ultrasound system¿s power cord caused a flame at the customer facility wall outlet. The system was immediately unplugged from the wall outlet to extinguish the flame. The customer found the power cord had a missing prong after being unplugged. A philips service engineer replaced the damaged system power cord to repair the system. There was no injury or property damage associated with this event.